Event description:
The nurse of a (B)(6) female pt called zoll customer support to report that the pt was receiving a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon eval, the electrode belt failed a current and ECG fall-off test. The cause for the failure was isolated to extensive corrosion on the ECG "c" electrode. Components r7, r10, v2, c3, u1, v3, and c4 were corroded. The root cause for the corrosion could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the contaminate electrode. The pt received a replacement electrode belt.